Event description:
Pt had a rt breast implant. The mammography revealed a rupture. On 9/15/97 the pt underwent "rt breast, removal of extraneous leaking implant material, total capsulectomy which encompasses the residual implant itself as well. Removal, immediate reconstruction with saline filled breast implant, left breast periareolar mastopexy."